Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was not able to interrogate the device after receiving a software update. Replacing the radio frequency (rf) programmer head failed to remedy the issue. Hibernating the programmer and using manual entry were also unsuccessful. It was suggested that the programmer be returned for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event.